Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited noise. The device was explanted and successfully replaced. Further information was requested, but not yet received.